Event description:
It was reported that the patient presented in clinic with noise on the right ventricular lead. The noise was not reproducible in clinic. The lead was capped and replaced on (B)(6) 2017. The patient was good before, during and after the procedure.

Event description:
New information noted oversensing and high threshold on the right ventricular lead in addition to noise.